Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a biventricular assist device (bivad) patient had low flow alarms on their right vad. The patient sat up in bed and the alarm started. The low flow persisted, and the local vad team downloaded log files. The data showed a potential pump obstruction. Once the event had occurred the physician decided to increase the speed. The obstruction was confirmed via echocardiogram and a computed tomography (CT) scan. The patient had normal clinical parameters prior to the event and only one episode of ventricular tachycardia. After a few hours the flow fell to zero and the patient went into cardiogenic shock. Low flows were active at the time. The local team exchanged the rvad for a new pump due to a confirmed pump obstruction. There were no changes in patient condition or anticoagulation status prior to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombosis. The account submitted two images for evaluation. The first image captured the pump, removed from the patient¿s chest. The pump inflow cannula appeared partially occluded by a deposition. The second image captured a long deposition in the outflow graft. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned detached from the pump cover outlet port. The distal end of the outflow graft appeared to be wrapped in a layer of non-abbott manufactured material. The apical cuff was not returned. Examination of the blood-contacting surfaces revealed a deposition in the distal end of the inflow cannula. The texture and color of the deposition appeared consistent with an ingested thrombus. The origin of this thrombus could not be determined through this investigation. This deposition extended into the eye of the rotor. Additionally, textured surface of the graft attachment and interior of the outflow graft revealed a long tissue-like deposition with a dark red color. The observed formations appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump caused by the ingested thrombus formation. The sequence of events captured in the submitted and retrieved log files is also consistent with thrombus being ingested into the pump during support and then the pump exchange. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrythmia, and pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and thromboembolism as potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. It was reported that the heartmate 3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device support, and all labeling, physician training and customer marketing materials are aligned with this indication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was doing well, the situation with the pumps was nominal and treatment was in accordance with hospital protocol.